Manufacturer narrative:
Sections with additional information as of (B)(6) 2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-129: user misread display or another e-error message.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting nurse due to meter results. Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer in a follow-up call on 03-may-2021 to ensure the initial concern is resolved - able to establish contact with customer who stated since the initial call she has tested using the true metrix meter and the initial concern has been resolved.

Event description:
Consumer reported complaint for low blood glucose test results. Customer stated she had obtained results of 3.0 and 3.2 (fasting/non-fasting status was not provided); customer had contacted the nurse due to the results obtained. The results could not be located in the meter's memory. At the time of the call, the customer felt well and did not report any symptoms. The customer stated her expected blood glucose test result range was in the 80's to 90's. During the call, a blood test was performed by the customer non-fasting and produced test result of 155 mg/dl using true metrix meter; customer was satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/31/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (time not set, customer stated are am results): (B)(6).